Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was lymphoma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Company representative reported on behalf of healthcare professional a case ¿of bia-alcl¿ linked to biocell implants. The affected side and status of the device were not reported. Pathological testing was not confirmed.